Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support attempted to gather additional information; however, no response was received. No additional information was provided.